Event description:
Three months after implant, the lead exhibited increased threshold. The physician suspected micro dislodgement but could not reposition the lead to get stable thresholds. The device was explanted and replaced with a new lead.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.